Manufacturer narrative:
Additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Multiple requests for additional details regarding this event (i.e., medical records) have been performed; however, no additional information has been provided. The subject device is also unavailable for evaluation as the it remains implanted in the patient. Therefore, the reported event could not be confirmed. There is currently insufficient information to determine the root cause of this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any additional information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported that a patient with a 23mm 3300tfx pericardial valve, implanted in the aortic position, has been placed under evaluation for a valve-in-valve procedure after an implant duration of seven (7) years, six (6) months due to stenosis. Patient may need to go to surgery but that decision has not been made at this time.

Event description:
It was reported that a patient with a 23mm 3300tfx pericardial valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of seven (7) years, eight (8) months due to stenosis. The tavr was performed with a 26mm medtronic evolut pro with a basilica procedure.

Manufacturer narrative:
H10: additional manufacturer narrative: h11: corrected data: corrected h6 impact code by replacing code-4621 with code-4629.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. Updated d4 expiration date. Updated h4 device manufacturer date. Updated h6 type of investigation by adding code-3331. H11: corrected data: corrected h6 component codes by replacing code-527 with code-439. Corrected h6 investigation findings by replacing code-180 with code-3221.